Event description:
I had the infuse implanted during my surgery which has caused me significant pain, and limited my mobility, also retrograde ejaculation, neuropathy, seroma's, large hematoma collection requiring emergency surgery to evacuate. Reason for use: degenerative disk disease, lumbar fusions.